Event description:
Boston scientific received information that this implanted system was exhibiting noise and low pacing impedance measurements. Additionally, system noise caused two inappropriate shocks; the field representative confirmed loss of capture however, the patient was reported as non-pacer dependent. The field representative later confirmed the system had been replaced with a non-boston scientific lead and device. No report of adverse patient effects and to date, no return of product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.